Event description:
It was reported that during set-up prior to a surgical procedure at the user facility, the cordless driver 3 was running in the wrong mode; it was oscillating when in reverse mode. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.